Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. Three synergy drug-eluting stents with sizes 2.75 x 20, 2.75 x 28mm, 3.0 x 16mm were simultaneously used for treatment. However, it was noted that the stent struts flared for all devices while trying to enter the artery. The devices were removed and the procedure was completed with another synergy stent. No known patient complications were reported.